Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that further episodes of post-paced t wave oversensing were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
During a remote follow up, an episode of post paced t-wave oversensing was observed. Abbott technical support was contacted and the event was resolved by reprogramming the device. The patient was stable and will continue to be monitored.